Manufacturer narrative:
The device was evaluated by an authorized service provider. The reported phenomenon was duplicated. No component needed to be replaced. Any failure caused by the following possible cases was not found: in two cases, such as high concentration oxygen is used and a leak volume is high from a mask or respiratory circuit etc., the moving range of an oxygen solenoid valve (proportional solenoid valve), which controls an oxygen flow volume, will enlarge in order to keep the set supply oxygen concentration. When v60 shifts from inhalation to exhalation, a pulsating sound can occur and resonate within a gas delivery system mixing oxygen and air. It can become a sound, "po-ko po-ko, pa-ka pa-ka" and occur from around an inhalation port. The customer cancelled the repair. Therefore, the device was returned unrepaired. The software was confirmed to be version 2.30.

Event description:
It was reported to philips that the device had an unknown noise. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.